Manufacturer narrative:
Health impact code grid updated.

Event description:
It was reported to philips that the rear case is damaged. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.